Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexplained restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a missing address/serial number label, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer's blood glucose was 17 mmol/l. During troubleshooting, no insulin was delivered during the high pressure test, but the no delivery alarm was absent. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.